Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A4 - patient weight was obtained via follow-up.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2021-14623.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete patient information.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-14623. It was reported the patient lost effective therapy due to migration of the patient's leads. As a result, the patient underwent surgical intervention to address the issue. During the procedure, the physician decided to explant and replace both of the patient's leads.